Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and uncomfortable sensations. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was functioning. The decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.